Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020, subject presented to outside emergency department complaining of rectal bleeding for four days. His hemoglobin (hgb) was 7.8, down from 13. 5 mg oral vitamin k and 40 mg IV pantoprazole were administered along with 1 unit (packed red blood cells) prbcs. He was then transferred to study site hospital. An egd was performed (B)(6) 2020 and was normal. A colonoscopy was performed (B)(6) 2020 and revealed red blood throughout the entire colon and a few small-mouthed diverticula. One hemostatic clip was successfully placed for hemostasis. Overall, the etiology of bleeding was not clear. 2 more units prbcs were administered between (B)(6) 2020. A capsule endoscopy was performed (B)(6) 2020 and no clear source of bleeding was identified. Colonoscopy was repeated (B)(6) 2020 and again, no clear source of bleeding was identified. Per medical team, gastrointestinal bleed was likely due to arteriovenous malformations (avms) not seen on scopes. During hospitalization, subject's hgb remained stable (7-8s) and 1 unit prbcs was administered before discharge on (B)(6) 2020. At discharge, plan was made for subject to take pantoprazole bid, ferrous sulfate tid, and hold warfarin 2 weeks and resume with new inr (international normalized ratio) goal of 1.5-2.3.